Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not being read. A technical support specialist(tss) advised the pharmacy to send destock labels for these items and drawer 06 position 13 and 17 need to be de-assigned. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie lid was not opening. The customer reported that the user was unable to remove the pantoprazole medication for the patient due to the malfunction. There were no adverse events or injuries reported due to this event.